Event description:
Customer reported via phone, he was hospitalized because he didn't have his sensor. When he was in the hospital they took the sensor off and it went missing. Customer wasn't feeling well so he was sent home and blood glucose was high. Paramedics came to customer's home and took him to the hospital. Customer does not recall his blood glucose but did state his ketones were 81. Customer was throwing up prior to being hospitalized and he declined troubleshooting. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.